Event description:
This css console was not on a pt. Customer in (B)(6) reported that during performance of a routine console test validation protocol, the hard disk drive in the css console monitoring computer didn't start. This alleged failure mode poses a low risk to a pt, because it was observed during a routine system checkout and the css console was not supporting a pt. In addition, the alleged failure mode does not negate the css console's ability to perform its life-sustaining functions. The computer is a monitoring device only and does not control css console functionally. Syncardia sent a replacement hard disk drive to the customer. Confirmation that replacement of the hard disk drive corrected the issue and that the css console performs as intended will be provided in a supplemental MDR.